Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Additionally, inappropriate shocks were delivered due to a suspected morphology change and oversensing. The conditional zone was programmed off and the vt zone upper limit was increased to 250 bpm. A boston scientific technical services consultant stated an exercise stress test may be beneficial to assess other vectors as options if the morphology change is observed. Impedance measurements since implant have varied from 55-105 ohms. Consideration should be given to evaluating all vectors if change is observed in primary vector. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.